Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of remote transmissions revealed several episodes that the implantable cardiac monitor (icm) binned as atrial fibrillation. Review of these egms revealed that these were episodes of post-sensed t-wave oversensing. Programming changes were discussed but were not performed.